Manufacturer narrative:
The field service engineer returned to the customer site and completed another performance verification test, which the device passed. The device was returned to the customer fully functional and ready for use.

Event description:
Philips received a complaint about the v60 ventilator indicating that there was an error code 1004 for vent-inop: internal temperature high daq alarm. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. A service proposal was provided to the customer which included onsite labor and replacement of a data acquisition (da) printed circuit board assembly (pcba) and 4 solenoid valves. The customer is yet to approve device evaluation and repair. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) went to the customer site and replaced the data acquisition (da) printed circuit board assembly (pcba) to resolve the issue. The fse confirmed that the testing for the high internal temp alarm was successfully passed, but the device's return to service was pending a fully completed performance verification test (pvt).